Event description:
It was reported by the customer that the insulin pump may be delivering additional insulin and buttons were unresponsive. Customer states that the keypad is unresponsive to user inputs and that in the morning they had woken up with a blood glucose level of 40 mg/dl. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 96 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump buttons all responded properly. No button anomalies noted. The insulin pump had a cracked case at display window corners.